Event description:
The suspect device was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem - medical device code; MDR report # 3 inadvertently omitted coding prior to submission. H6. Adverse event problem codes - investigation findings; MDR report # 3 inadvertently omitted coding prior to submission. Medical device problem: a040507.

Event description:
It was reported that a high impedance was seen for the patient. The patient underwent a generator replacement only as the surgeon had hoped that the new generator would fix the impedance issue. The high impedance was not resolved and the patient was rescheduled for lead revision at a later date. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed.

Event description:
Implant card was received reporting that the patient underwent a lead revision. The suspect device has not been received to date.